Event description:
The hospital reported that during a coronary artery bypass graft surgery, three heartstring seals deployed out of the delivery tube, but not the tension spring. The hospital believes there could have been an aortic dissection as a result. The surgeon decided to use side clamp to complete the procedure. Patient is stable and expected to fully recover. No further patient complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.